Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dosage) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient reported hearing alarms on (B)(6) 2018. The interrogation of the logs showed one motor stall, which lasted approximately three hours. No low battery or safe state was noted. The elective replacement indicator (eri) was six months. No mris were noted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was being instructed by the hcp for withdrawal symptoms. The hcp was going to refer the patient to a surgeon for replacement due to impending eri/end of service (eos). It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the replacement was scheduled for (B)(6) 2018.